Event description:
N-bilirubin results are not correlating between the rapidlab 1265 and another method. Quality control correlations performed on the system previously were satisfactory. There was no impact to pt care as a result of this event.

Manufacturer narrative:
The cause for these discordant n-bilirubin results is unk.